Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic radical resection of rectal cancer, could not fire the device. Changed to a new reload and still could not fire. The surgeon noted that the temperature of battery pack was very high. Another device was used to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2020. D4: batch #u5a001. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60d cartridges not loaded on the device. The cartridges were received unfired. The device was tested for functionality in the straight position with the returned cartridge reloads, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.